Event description:
We received an allegation about discrepant results for several patient samples tested for the hdl-cholesterol assay on a cobas 8000 c702 module. The following examples of discrepant results were provided: sample 1: initial result: 7 mg/dl. The patient questioned the initial result, as it did not match the previous results of approximately 40 mg/dl, and was confirmed by a subsequent test from a pharmacy with a result of "around 40". A new sample was drawn and tested on (B)(6) 2026, and the hdl result was 52.5 mg/dl. The customer reviewed the results in the infinity middleware. The initial results of samples 2, 3, and 4 were <3.1 mg/dl. The repeat results were normal (the specific repeat results were not provided).

Manufacturer narrative:
The hdl-cholesterol reagent lot number and expiration date were not provided. The qc was acceptable. A sample probe failure occurred on 11-apr-2026. The investigation is ongoing.